Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. However, clinical information provided is sufficient to determine the root cause. The root cause of the positioning issue was use related.

Event description:
We received a notification via abiomed¿s long-term outcome and quality indicator impella registry regarding a patient that endured hemolysis with a "possible" relationship to the impella device used. Patient remained hemodynamically stable with no symptoms. Patient had gross hematuria with evidence of hemolysis. Additionally, patient endured hypotension requiring medication with a "possible" relationship to the impella device used. The patient recovered with no sequelae.

Manufacturer narrative:
Section b1, b2, b5, g2 h1 and h6 were updated as per additional information received. In accordance with updated procedures, section d6 has been revised from the initial submission.

Manufacturer narrative:
The investigation for the reported hypotension and hemolysis has been completed. The device was not returned for evaluation. The root cause of hemolysis was unable to be determined as limited clinical details were provided and no product was returned for review. The root cause of the hypotension was unable to be determined as limited clinical details were provided and no product was returned for review. Additionally, for the positioning issue that was also reported in the initial report, the data logs were reviewed and showed no positioning alarm was triggered during the case. No other issues were found on the logs. Based on clinical description, the root cause of positioning issue was most likely use related. The instructions for use for the impella 5.5 with smartassist for use during cardiogenic shock in the following sections: section: potential adverse events (united states) states: ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: hemolysis. ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ added-h6 impact code 4644 in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission. F6/f8 should have been left blank in the initial report.

Event description:
The user facility reported a 60-year-old female with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during support there were positioning issues. The doctor attempted to reposition the impella, however it kept flipping back into the mitral valve. The decision was made to remove the impella.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.